Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111554 - the dentist reported that 1 year and 5 months after the dental implant was installed in patient's mouth, it was verified its loss of osseointegration. Patient presented bone type iii.